Event description:
A nurse noted that there was a leak at the port. There was no drainage in the collection device. The tubing was clamped and exchanged for a new set. This new one worked as it should. The physician was notified. There was no patient harm. The device is to be returned for investigation.